Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to touches. Customer's blood glucose (bg) level ranged from 140 mg/dl to 538 mg/dl. Customer alleged the high bg was due to the pump settings needing adjustment. A manual injection was administered to address elevated bg. Reportedly, customer continued to use the pump for insulin therapy.